Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) channel. Technical services (ts) reviewed the reports and provided troubleshooting options and noted that reprogramming may be needed. The device remains in use. No adverse patient effects were reported.